Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture. A chest x-ray was performed which revealed the lead had moved but remained apical. The physician elected to reprogram the device and continue to monitor the patient.